Manufacturer narrative:
(B)(4).

Event description:
A patient's pump underwent several motor stalls. Two motor stalls had occurred on (B)(6) 2010, and another on (B)(6) 2010. The elective replacement indicator was at 38 months. The issue was detected when the pump was refilled, and the remaining volume of medication in the pumps reservoir was found to be 16 ml instead of expected 2.0 mls. The pump was refilled with morphine sulfate (20 mg/ml). The dose rate was indicated as being 23.983 mg/day. The pump was replaced on (B)(6) 2010. The patient did not have any reported withdrawal symptoms, and was noted as feeling well.